Event description:
The lay user/reporter called lifescan (lfs) and alleged that the pt's meter was displaying three dashes when attempting to test. The medical affairs specialist listened to the recorded call between the lfs customer service representative and the pt to verify the info obtained and a letter was mailed on 11/03/06, since the user could not be reached by telephone for further clarification. According to the reporter, the pt was unable to test on her meter for 5 days. On the day of the event, at approximately 3:00 p.m., the pt became drowsy and weak, and she also had a headache. She ate something, as she felt these were symptoms of hypoglycemia. She felt better after eating, which is when the reporter called lfs. She did not seek any medical attention. While on the phone with the lfs customer serivce agent, the meter issue was resolved. The reporter was able to perform a control solution test, which passed. It would have been helpful to know the pt's medication regimen and what, if any, actions the pt took when unable to test. This complaint is being reported, although the meter issue was resolved, the pt experienced symtpoms suggestigve of low glucose and self treated during the time that she was unable to test. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it.